Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent unexpected resets occurred. Customer's blood glucose level was 414 mg/dl. During troubleshooting with tandem technical support, the customer reloaded the same cartridge onto the pump and resumed insulin delivery. The customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified due to a different issue identified.